Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported he was originally programmed with high settings. The settings were turned down, and since then he had had trouble eating. It was noted that this was since 2015. He was currently in the hospital for it. The consumer was redirected to follow-up with healthcare professional. There were no further complications reported and/or anticipated.